Manufacturer narrative:
It has been reported that the device is being returned for evaluation. Upon receipt of additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the rep, a chpv could not be reprogrammed and was revised. After revision patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the x ray dot and cam mechanism were dislodged as well as a crack in the valve casing. Due to the condition of the valve as returned, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the x ray dot. The cam magnets were controlled and no issues were found. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the programming problem reported by the customer is due to the dislodged cam mechanism. The root causes for the dislodged x ray dot and cam mechanism could be partly be due to the valve receiving a knock. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator and x ray dot dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.